Event description:
The reporter stated that during phacoemulsification of the cataract, using a staar wave console, a posterior capsular tear occurred. The surgeon performed a posterior vitrectomy and put a lens in the sulcus. The reporter stated that the pt had a pre-existing weak capsule. There was no complaint against the staar wave console or the 4 crystal handpiece.